Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (375 mg/dl). During a follow up call, it was reported that the customer had contacted the health care provider to arrange alternate insulin therapy and that the customer's bg level had lowered to 275 mg/dl.